Event description:
Pt had the device placed in 2004. Nurse gave an initial bolus feeding of approximately 120 ml the next day (about 24 hours post-placement). Pt became hypotensive, had severe abdominal cramping, and became clammy. Pt was taken to surgery (exploratory laparotomy and lavage) that evening for tube displacement into peritoneal cavity. No further information is available at this time. One pt involved.